Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the 26 fr gore® dryseal flex introducer sheath is intended for insertion into an external iliac artery with a nominal sheath outer diameter of 9.5mm, as it was reported the patient¿s right external iliac artery measured 9mm in diameter, the 26 fr sheath was oversized and therefore use was outside of IFU.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified a zone 2 aortic aneurysm with a maximum diameter of 62mm and a length of 13cm. It was reported the right external iliac artery measured 9mm in diameter. On (B)(6) 2017, the patient underwent treatment of the aortic aneurysm, with two gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. According to the report, a 26 fr gore® dryseal flex sheath was advanced through the 9mm right external iliac artery (reia) and the tag device was positioned and deployed without issue. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. Final angiography confirmed exclusion of the aneurysm. The procedure was concluded without any reported complications and the patient was reported to have tolerated the procedure. On (B)(6) 2017, follow up imaging identified evidence of a reia dissection. Reportedly, the cause of the dissection is unknown. However, the 26 fr gore® dryseal flex introducer sheath is intended for insertion into an external iliac artery with a nominal sheath outer diameter of 9.5mm, as it was reported the patient¿s right external iliac artery measured 9mm in diameter, the 26 fr sheath was oversized. An additional procedure has not been performed to repair the dissection, according to the report the physician will continue to monitor the patient. No further adverse events were reported.